Manufacturer narrative:
The products are not expected to be returned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode experienced an infection approximately two weeks after the device was implanted. No additional adverse pt effects were reported. The device and electrode were explanted and the pt is being treated for the infection currently.